Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that CABG was implemented on (B)(6). The patient had been under post-op monitoring. The returned microcatheter had its tip missing. Strand pitch of the distal shaft was widened and the diameter of the catheter shaft partially became bigger. These findings suggested that torsion was accumulated on the spot. The tip breakage site was microscopically observed. The shaft surface was damaged due to contact with the calcium and underlying braids became visible. Tip polymer and the inner most polymer layer were ruptured and stretched distally by tensile stress. Fractured braids were coming out of the tip breakage site and exposed. The inner most polymer layer and braids were gathered towards the center narrowing the catheter lumen. The tip breakage site was located at the border between the tip and the shaft; it was concluded that the missing tip was approximately 5 mm long. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that rotational and/or pulling force exceeding the product design limit might be locally applied to the catheter while the catheter tip was being trapped by the calcified lesion. The excessive stress led the tip to be twisted and eventually broken off. There was no indication of product deficiency. Instructions for use states that: - [contraindications] do not use this microcatheter in advanced calcified lesion; - [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); - [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, - [malfunctions] separation.

Event description:
It was reported that during a pci to treat a heavily calcified 99% stenosis in the lad #7, a guide wire could cross but ivus and small-diameter catheters failed to cross the lesion. To exchange the guide wire to another wire with greater support, the subject microcatheter was delivered to the lesion but could not cross. A guide catheter was exchanged to another guide catheter that shaped to have greater backup. Although a guide extension catheter was also used, a balloon catheter, penetration catheter, and the subject microcatheter could not cross the lesion. When the physician removed the subject catheter out of the anatomy, it was observed under the fluoroscopy that the tip was found separated and remained in the lesion. An attempt was made to retrieve the separated tip by using a snare or the like, however, it went unsuccessful. The patient had another lesion in the rca that needed to be treated, the physician decided to switch the procedure to CABG.